Manufacturer narrative:
Per tandem's user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(6).

Event description:
It was reported that the insulin gauge was inaccurate and that control iq did not accurately adjust the amount of insulin delivered. No further information was obtained and pump data was unable to be reviewed to confirm the issues as customer declined troubleshooting with tandem technical support. Reportedly, customer was using off label insulin. Customer's blood glucose level was between 210 mg/dl.